Manufacturer narrative:
After the evaluation is completed, a supplemental report will be filed. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 (B)(4) 2011-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: daily insulin delivery totals correctly reflected the user's programmed basal rates. No activity outside normal use was observed in the black box or download history. The battery compartment was found to be cracked; no damage was found to the battery cap. The battery cap was able to fasten securely to the pump. A 29 hour flow accuracy test was performed and the pump was found to be delivering insulin within specifications; no power events occurred. Unrelated to the complaint, the keypad was found to be torn near the up arrow button; all buttons responded to presses normally. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
On (B)(6) 2011 at 10 am, the patient was admitted to the hospital for dka and had a blood glucose reading of "429 mg/dl." The patient had symptoms of ketone, nausea, abdominal cramps, and short of breath. On (B)(6), the patient's blood glucose was normal in the 120's mg/dl. During the patient's admission to the hospital, the nurse noticed the animas pump was cracked near the cartridge and battery compartment. The patient reportedly changed her site on (B)(6) 2011. There was no evidence of a power loss as the animas pump did not have any issues with a blank screen, rebooting, or loss of prime. The date and time was correct. The reporter confirmed the settings were programmed accordingly. There was no product misuse. The patient was advised to go on the backup plan. It is not clear what caused the patient to be hyperglycemic; however, the patient's mom admits the patient does not take bolus insulin when she should. This complaint is being reported because the patient allegedly had symptoms and received medical intervention for hyperglycemia while using an animas pump with a cracked casing.